Event description:
The surgeon was using the harmonic focus handpiece. He noticed that the jaws of the disposable instrument had problem where the inactive tissue pad moved and shifted as he was grasping tissue. The ethicon rep was in the room during the case and made aware. The handpiece was removed from the sterile field and a new one opened.